Event description:
Revision occurred after the pt complained of pain. There was no sign of sepsis but some loosening was apparent. The explanted products were found to have a blue residue formed only between the cement and the tray. No sign of discoloration or residue was found on the femoral component.